Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited changes in impedance measurements causing a lead safety switch to be triggered. The rv lead exhibited high out of range impedance measurements, and the ra lead exhibited low out of range pace impedance measurements. The system was reprogrammed, and boston scientific technical services discussed testing the system. The device and leads remain in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient's right atrial (ra) lead was capped and replaced and their pacemaker was changed out for normal battery depletion. It was also noted that the pacemaker and ra lead had exhibited noise and oversensing while in service. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.